Event description:
It was reported that the patient went to the doctor to get a manual injection to lower their blood glucose (bg) levels. No bg values were given. The patient reported that the cannula had dislodged, while wearing the pod between 24 and 36 hours on the abdomen. For treatment, the patient changed out the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. We are unable to determine if any product condition could have contributed to the reported medical intervention. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.